Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance the device appears to be related to operational context as resistance was reported with the difficult anatomy. A conclusive cause could not be determined for the reported balloon rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the reported resistance with the difficult anatomy during advancement and positioning of the stent caused/contributed to the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.75x23mm xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance due to the anatomy. The stent was attempted to be deployed; however, the delivery system balloon ruptured during the first inflation at 6 atmospheres (atm). The sds with the stent were able to be removed without issue. Additional dilatation was performed, followed by implantation of a 2.5x23mm xience skypoint stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.